Event description:
It was reported that the patient passed away on (B)(6) 2022 due to septic shock and multisystem organ failure.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported septic shock and multisystem organ failure cannot be conclusively established through this evaluation. Additionally, a specific cause for the reported septic shock could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure/dysfunction, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.